Event description:
It was reported that the pt experienced intermittent stimulation at first and now there is no stimulation. Additional info has been requested; a f/u report will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).